Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a device checkup, atrial undersensing was observed. The initial programming change resulted in far r-wave oversensing. Another programming change was made and the device functioned normally afterwards. No patient symptoms were detected. The patient will continue to be monitored remotely.